Event description:
The customer alleges that the blade was received broken in the package. The alleged incident occurred prior to patient use. No patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample was not returned for evaluation. The complaint sample was never returned for investigation purposes. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.